Event description:
It was reported that during a prostate procedure the device get hemostasis' issue, no coagulation. They complete the procedure by ligature. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.